Event description:
Dealer is stating that they opened the box and seat upholstery was torn. Needs to go out on patient by (B)(6), couldn't wait for part to be shipped from invamex.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.